Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction , it was observed, the top cover had scratches. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset visera elite video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed intermittent image was noted due to wear in locker (video connector socket). This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the faulty lock mechanism of the video connector socket. Olympus will continue to monitor field performance for this device.